Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report inability to remove lock line and tissue damage it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. During the deployment sequence, there was resistance pulling the lock line, and then the lock line stopped retracting. Troubleshooting was performed, but the lock line could not be removed. The clip was re-locked, opened, and inverted to be removed with the cds. A third cds was advanced, and the clip was deployed. However, after the second cds was removed, the physician inspected the cds and attempted to retract the lock line when tissue fragments were observed on the grippers. The tissue damage was treated during placement of the third clip. Two clips were implanted, reducing mr to <1. There were no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, the returned device analysis confirmed mechanical jam due to an observed knotted lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to the observed knotted lock line; however, a definitive cause for the knotted lock line could not be determined. Tissue damage appears to be due to procedural circumstances/ troubleshooting steps. The reported patient effect of mitral valve tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.